Event description:
Further information was received from the surgeon indicating that the patient had an infection and that was why the vns system was explanted.

Manufacturer narrative:
Device evaluation is not necessary as the extrusion and dehiscence wound are not related to the functionality or delivery of therapy of the device.

Event description:
The patient's entire vns system was removed due to extrusion of both the generator and the lead from the generator incision site. The patient's generator was recently implanted in (B)(6) 2020. The patient had wound dehiscence, but there was no infection or drainage at the generator site. The surgeon did not have an assessment on the cause of these events. Device history records were reviewed the generator was confirmed to be hp sterilized. The generator had no nonconformities prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Section b3. Date of event: corrected data; initial MDR inadvertently submitted incorrect date of event